Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)s at end of service (eos). It had triggered recommended replacement time (rrt) over a year prior and now experienced a charge circuit timeout with a long charge time. The device remains in use. No patient complications have been reported as a result of this event.